Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence, symptomatic cystocele and rectocele. Concomitantly the patient underwent an anterior and posterior colporrhaphy. Following insertion it was reported that the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. Other: heavy chronic bleeding, severe cramping, ER visits, chronic kidney infections, detachment of mesh resulting in internal tearing, lower back pain, chronic infections, bladder spasms, migration of pieces of mesh to other organs, pelvic floor therapy, homebound, marital discord, depression. It was reported that the repair and partial mesh removal that was done on (B)(6) 2011 due to vaginal tearing, bleeding and infection. It was further reported that the partial explant that was done on (B)(6) 2012 was done due to erosion, mesh separation, bleeding, chronic infections and bladder spasms. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including pain, erosion, formation of scar tissue, infection, bleeding, vaginal tearing, additional surgeries and neurologic compromise to her structures and tissues. She underwent mesh removal surgeries on (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, nocturia, hematuria, urinary tract infection, and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01748. The same patient is represented in each medwatch.